Event description:
Information received from the (B)(4) study indicated that a patient experienced peri-stent & instent restenosis after having coronary artery stents implanted. The patient¿s medical history is significant for angina, family history of coronary artery disease, stable angina pectoris, hyperlipidemia, hypertension and diabetes. The target lesions were the first diagonal (dx1) and the ramus branch. The dx was described as de novo and 98% stenosed. The lesion was pre-dilated followed by the implant of a 2.5mm x 18mm cypher stent at 12 atms. The stent was post-dilated per standard procedure and the reported residual stenosis was 0%. The ramus branch was described as ostial, 99% stenosed and de novo. The lesion was pre-dilated followed by the implant of a 2.75mm x 18mm cypher stent at 10 atms. The stent was post-dilated per standard protocol and the reported residual stenosis was 0%. Of note the troponin I was noted to be slightly elevated prior to the procedure and slightly elevated post-procedure, with very minute change in the level. Approximately seven months later angina inspired angiography revealed stenosis in the dx1 with peri-stent restenosis, the event was treated with balloon angioplasty and the implant of another drug eluting stent. Additional information in the revised crf indicated that the patient underwent CABG approximately 29 months post index procedure. The lesions were located in the lad instent restenosis 50-60%, instent restenosis ramus intermedius branch 50-60%, diffuse 60-80% distal portion of the lad, 50-60% origin of 1st diag., 95% stenosis mid portion of cx, 40% origin of cx, and 95% mid portion of the pda branch with 60% stenosis distally. As per site, the ramus stent was restenosed. However it is unknown if multiple new lad lesions were within 5mm of 1st diagonal stent. The event resolved without sequelae and was considered to be probably related to the study stent.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced peri-stent & instent restenosis after having coronary artery stents implanted. The patient¿s medical history is significant for angina, family history of coronary artery disease, stable angina pectoris, hyperlipidemia, hypertension and diabetes. The target lesions were the first diagonal (dx1) and the ramus branch. The dx was described as de novo and 98% stenosed. The lesion was pre-dilated followed by the implant of a 2.5mm x 18mm cypher stent at 12 atms. The stent was post-dilated per standard procedure and the reported residual stenosis was 0%. The ramus branch was described as ostial, 99% stenosed and de novo. The lesion was pre-dilated followed by the implant of a 2.75mm x 18mm cypher stent at 10 atms. The stent was post-dilated per standard protocol and the reported residual stenosis was 0%. Of note the troponin I was noted to be slightly elevated prior to the procedure and slightly elevated post-procedure, with very minute change in the level. Approximately seven months later angina inspired angiography revealed stenosis in the dx1 with peri-stent restenosis, the event was treated with balloon angioplasty and the implant of another drug eluting stent. Additional information in the revised crf indicated that the patient underwent CABG approximately 29 months post index procedure. The lesions were located in the lad instent restenosis 50-60%, instent restenosis ramus intermedius branch 50-60%, diffuse 60-80% distal portion of the lad, 50-60% origin of 1st diag., 95% stenosis mid portion of cx, 40% origin of cx, and 95% mid portion of the pda branch with 60% stenosis distally. As per site, the ramus stent was restenosed. However it is unknown if multiple new lad lesions were within 5mm of 1st diagonal stent. The event resolved without sequelae and was considered to be probably related to the study stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00342 and 3003742446-2013-00097.